Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was under delivering. Customer stated that they were using auto mode feature at the time of event. Customer alleging insulin pump for under delivering because in the past blood glucose level was better and the micro boluses where higher. Customer stated that there was no air bubble and leak. No harm requiring medical intervention was reported. The reservoir will not be returned for analysis.